Event description:
A report was rec'd that a pt is having difficulties charging her ipg. The pt's database was analyzed by a bsn rep and premature battery depletion was confirmed. A next course of action has not been determined at this time.